Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon evaluation, high voltage capacitors c21 and c22 were open on the defibrillator board. The cause of the failed testing is the detached high voltage capacitors. The cause of the detached high voltage capacitors is broke solder connection at the capacitors. The cause of the broken connections is likely mechanical shock from physical impact. The source of the physical impact cannot be positively determined. No adverse event resulted from the defective monitor.

Event description:
A united states distributor returned monitor sn (B)(4) indicating that the monitor failed incoming functionality testing.